Event description:
A recall for this issue was initiated on 04/23/2015. While taking a panoramic x-ray on a patient, the child was standing on a stool as the machine was being lowered. The machine made a 'click click' noise. They continued lowering the machine and the machine slid down and struck the doctor on the arm and the child on the head (knocking her on the ground). The parents immediately picked up the child and left the office quickly.

Manufacturer narrative:
Dental office did not provide further details on patient. (B)(4).